Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented for an elective upgrade to a bi-ventricular system. Upon connecting the right ventricular lead to the new device; the lead exhibited loss of capture and low impedance. The lead was extracted and replaced. The patient was stable before, during and after the procedure.